Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ak 96 machine was observed to have broken castors during transport of the equipment. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. The device was not received for evaluation; however, the device was evaluated on site by a vantive qualified technician. Visual inspection of the machine showed that one of the casters had detached from the base. According to the technician, the damage occurred when transporting equipment from one room to another. The base was to be replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.